Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set that the customer inserted did not go in correctly. The customer realized that the set was improperly inserted resulting in "huge boluses being taken" due to not receiving insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.